Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that prior to the procedure, 7mm extended length endoscope view has a black ring within and the view is dim and cloudy. Another scope was used to complete the procedure. There was no delay. There was no patient harm. Per the photo, it shows a black ring.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h4, h6, h11. Corrected section: d4-UDI#; serial#. The device was returned to the factory for evaluation on 05/14/2025. A photograph was provided by the account. A photographic evaluation was conducted. A black ring was observed in the photograph with a blurry image. An investigation was conducted on 05/19/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact endoscope. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. Based on the returned condition of the device as well as the evaluation results, the reported failure "poor quality image" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.